Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on over the phone investigation. The connectors were reseated during the service call. The system was found to be working and put back into service.